Event description:
Hill-rom received a report from a hill-rom tech found the brakes not holding. The bed was located at the account in the labor and delivery dept. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The hill-rom tech found the brakes not holding due to the brake detent broken. A search for the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The tech replaced the brake detent to resolve the issue. Based on this info, no further action is required.